Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. Reporter indicated that the pt was experiencing painful stimulation and a "vibration" of the generator in the chest area. As there are no mechanical component which could cause a vibration, it was likely muscle spasms. The event resolved when the device was disabled using the magnet, and the physician has opted to turn the device output to 0ma.

Manufacturer narrative:
Device failure suspected.